Event description:
A customer from singapore contacted biomérieux to report a misidentification of vibrio parahaemolyticus in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. The customer performed testing on a stool specimen isolate via vitek® 2 gn ID card lot 2410272403 and received a result of 91% vibrio parahaemolyticus. A second test was performed using this lot, and a low discrimination result between acinetobacter haemolyticus, pseudomonas alcaligenes, and pseudomonas stutzeri was obtained. Vibrio parahaemolyticus was not one of the potential identifications. Testing was performed via vitek® mass spectrometer (ms) with a result of vibrio parahaemolyticus 99.9%. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer from (B)(6) had contacted biomérieux to report a misidentification of vibrio parahaemolyticus in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. A biomérieux investigation was performed. The submitted strain was subcultured and testing included vitek® 2 gn cards from the customer's lot (2410272403) and a random lot (2410310103) in duplicate, as well as vitek® ms. The customer also tested with vitek 2 gn lot 2410127203, which expired 02apr2018. The strain was received 03apr2018. All four (4) vitek 2 gn cards tested resulted in excellent and very good identifications of vibrio parahaemolyticus. The vitek ms resulted in an identification of vibrio parahaemolyticus with a 99.6% confidence value. A review of the customer's sphingomonas paucimobilis reactions demonstrated three (3) atypical negative reactions (dman, dmne, ggaa) and one (1) atypical positive reaction (ure) for an identification of v. Parahaemolyticus according to the gn knowledge base. A review of the customer's vibrio alginolyticus reactions demonstrated two (2) atypical negative reactions (bnag, off) and one (1) atypical positive reaction (ure) for an identification of v. Parahaemolyticus according to the gn knowledge base. An increased number of atypical reactions can indicate a strain with decreased viability, contamination, mixed culture, use of non-recommended media, or other user set up error. The customer's misidentifications were not reproduced. Vitek 2 gn cards are performing as expected.